Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with stripped battery cap coil slot (p). However, battery cap was removed properly. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker, stained address/serial number label. In summary, unit received with stripped battery cap coil slot (p). However, battery cap was removed properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was not able to open battery cap even after trying with coin. The customer reported no adverse event. The event involved product mmt-751nah. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for failure analysis.